Event description:
It was reported that difficulty was encountered with the use of the stent delivery system during an "ercp" procedure. It was indicated that the inner catheter was lodged inside of the stent. A laceration of the ampulia was noted following the removal of the stent system with a snare. The pt was hospitalized overnight and monitored. A stent was placed successfully the next day. No patient sequelae resulted from this event. Further, no similar events have been reported.